Manufacturer narrative:
On 12-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a premature ventricular contraction (pvc) from the left ventricle ablation with a thermocool smarttouch sf catheter, the patient experienced decrease in blood pressure and pericardial effusion treated with pericardial puncture and prolonged hospitalization. During the mapping with thermocool smarttouch sf catheter for ventricular extrasystole, a decrease in blood pressure was detected. Transthoracic ultrasound showed pericardial effusion in the pericardium cavity. A pericardial puncture was immediately performed, and 300ml of blood was evacuated. Ablation was not performed, and only left ventricle mapping was done. A thermocool smarttouch sf catheter was used in the coronary sinus, and the webster coronary sinus (cs) catheter. The operation was carried out as planned, there were no errors, the catheter was zeroed without problems. On average, during the mapping, the pressure force did not exceed 20 grams, but once there was 51 grams in the anterior-septal region of the left ventricle (lv). The operator did not notice anything unusual during the operation on the technical side. Patient in stable condition, it was decided to stop the procedure. The procedure was not successfully completed. Additional information was later received indicating that mapping was performed with the thermocool smarttouch sf catheter in the lv with the retrograde approach. The physician¿s opinion on the cause of the pericardial effusion (pe) is unclear. The damage may have possibly been done with the cs catheter in the cs or the right atrium (ra) or with the thermocool smarttouch sf catheter in the lv. Intervention provided was pvc. The patient¿s outcome was reported as fully recovered (no residual effects). The patient required 3 additional days of extended hospitalization. No ablation was reported, only mapped. The procedural activated clotting time (act) was more than 300 seconds.

Manufacturer narrative:
It was reported that during a premature ventricular contraction (pvc) from the left ventricle ablation with a thermocool smarttouch sf catheter, the patient experienced decrease in blood pressure and pericardial effusion treated with pericardial puncture and prolonged hospitalization. During the mapping with thermocool smarttouch sf catheter for ventricular extrasystole, a decrease in blood pressure was detected. Transthoracic ultrasound showed pericardial effusion in the pericardium cavity. A pericardial puncture was immediately performed, and 300ml of blood was evacuated. Ablation was not performed, and only left ventricle mapping was done. A thermocool smarttouch sf catheter was used in the coronary sinus, and the webster coronary sinus (cs) catheter. The operation was carried out as planned, there were no errors, the catheter was zeroed without problems. On average, during the mapping, the pressure force did not exceed 20 grams, but once there was 51 grams in the anterior-septal region of the left ventricle (lv). The operator did not notice anything unusual during the operation on the technical side. Patient in stable condition, it was decided to stop the procedure. The procedure was not successfully completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).